Event description:
It was reported that the arctic sun device was failing calibration. A check of the diagnostics showed erratic pressure measurements with inlet pressure anywhere from -3.9 all the way up to -9.5 psi. Explained relationship between inlet pressure and pump command which cause the impact on the flow rate. Explained that the user would need to ordered and replaced the manifold assembly. Per additional information received on 03dec2020, it was reported that after replacing the manifold assembly, the arctic sun device was still having problems with the flow, and they were no longer interested in attempting to repair the arctic sun device onsite. The complainant requested a quote for an assessment. Also stated that the touch screen would not retain calibration and no other evaluation performed over the phone. Per sample evaluation, the bypass flow needle was found to be out of adjustment turned completely in so that there was no bypass flow. During decontamination, the manifold harness was replaced under a courtesy warranty. The control panel touch functions were inoperable. The tank level sensor would not read when filled. A test level sensor was installed in decontamination to allow the device to fill to the proper level. There was a broken bolt in the lower bracket to the chiller frame that will need to be removed, and the nut plate will need to be tapped. The lower bracket was installed incorrectly in the chiller frame. The chiller pump outlet tube was secured to the chiller pump with tie wraps instead of proper clamps and installed in the wrong orientation. The card cage was installed incorrectly to the lower bracket and the power / pump harness was run incorrectly through the upper bracket. T3 thermistor wires were exposed and frayed at the entrance to the thermistor body. Tank seals were no longer sealed to the tank and would need to be replaced during the preventive maintenance. The double bend tube had expanded and would not fit new seals. The circulation pump motor shoulder screw mount was stripped. The circulation pump motor due to stripped mount threads was replaced and serviced. The mixing pump were serviced as part of the preventive maintenance process. The heater, both manifold o-rings, control panel, drain valves, five tank seals, the tank level sensor, and the double bend tube from the tank to the manifold were all replaced. A shock sensor was applied to the lower bracket and loctite to all casters.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was failing calibration. A check of the diagnostics showed erratic pressure measurements with inlet pressure anywhere from -3.9 all the way up to -9.5 psi. Explained relationship between inlet pressure and pump command which cause the impact on the flow rate. Explained that the user would need to ordered and replaced the manifold assembly. Per additional information received on 03dec2020, it was reported that after replacing the manifold assembly, the arctic sun device was still having problems with the flow, and they were no longer interested in attempting to repair the arctic sun device onsite. The complainant requested a quote for an assessment. Also stated that the touch screen would not retain calibration and no other evaluation performed over the phone. Per sample evaluation, the bypass flow needle was found to be out of adjustment turned completely in so that there was no bypass flow. During decontamination, the manifold harness was replaced under a courtesy warranty. The control panel touch functions were inoperable. The tank level sensor would not read when filled. A test level sensor was installed in decontamination to allow the device to fill to the proper level. There was a broken bolt in the lower bracket to the chiller frame that will need to be removed, and the nut plate will need to be tapped. The lower bracket was installed incorrectly in the chiller frame. The chiller pump outlet tube was secured to the chiller pump with tie wraps instead of proper clamps and installed in the wrong orientation. The card cage was installed incorrectly to the lower bracket and the power / pump harness was run incorrectly through the upper bracket. T3 thermistor wires were exposed and frayed at the entrance to the thermistor body. Tank seals were no longer sealed to the tank and would need to be replaced during the preventive maintenance. The double bend tube had expanded and would not fit new seals. The circulation pump motor shoulder screw mount was stripped. The circulation pump motor due to stripped mount threads was replaced and serviced. The mixing pump were serviced as part of the preventive maintenance process. The heater, both manifold o-rings, control panel, drain valves, five tank seals, the tank level sensor, and the double bend tube from the tank to the manifold were all replaced. A shock sensor was applied to the lower bracket and loctite to all casters.